Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It should be noted that a patient's blood glucose (bg) fell to a low of 45 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. Before flight, patient measured a bg of 120 mg/dl and administered a dinner time bolus of 4.3 units insulin. Patient reported over eating "a little" and consumed a meal consisting of "high carbs" (beans and rice). However, over the course of the flight, patient's bg fell to 45 mg/dl. Patient attempted self treatment by consuming 3 cans of sprite, orange juice, and chips. The device was removed after 3rd can of (B)(6). Flight attendants were unable to locate a physician on board, however, located a nurse. It was reported that, since no physician was aboard, the medical box could not be opened to access glucose. As treatment, nurse administered "raw sugar" on the patient's gums and in patient's mouth.